Event description:
Reportedly the physician inserted this device between struts of a stent, however, the device was unable to be advanced and an attempt was made to withdraw the system. Upon removal from pt, it was noted that the tip of the device was missing and flouroscopy confirmed that the tip was present in the artery. Pt was taken for surgical removal and remains in stable condition.